Manufacturer narrative:
The insulin pump alarmed after a battery change due to a broken solder joint on the interface board. The insulin pump passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests.

Event description:
The customer's mother stated that the customer was taken to the emergency room with a blood glucose reading of 587 mg/dl, high ketones, blurred vision and stomach pain. The mother stated that the customer's blood glucose levels had been high for the past month. The customer's basal rates were adjusted, and his infusion set was changed five times, but he continued to experience high blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the mother declined to conduct the high pressure test. Advised that the insulin pump would be replaced. Nothing further was reported.